Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that during a new ins implant, contacts 6 and 10 were orange. The rep had the healthcare provider (hcp) remove and reinsert the leads but it didn¿t resolve. The implant was completed. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the impedances were high. The rep reported that the cause was unknown. The rep reported that they wiped off the leads and made sure they were seating properly. The rep reported that it was unknown if the high impedances were resolved as they haven¿t seen the patient again yet. No further complications were reported.